Manufacturer narrative:
The device was returned to olympus for evaluation and the repair center found a faulty dx board. The device was repaired and returned to asset inventory. Based on the completed investigation, the sdi driver ic is considered to have failed because excessive static electricity was applied to the sdi output terminals during the period from unpacking to product installation because this event was confirmed at the time of product installation. For the following reasons, this event is considered not a malfunction related to the design/manufacture of the equipment, but a malfunction caused by the handling at the time of equipment installation: (1) to prevent static electricity from being charged before unpacking the product, each of the sdi cables supplied with the cv unit is packed in an antistatic bag, so that excessive static electricity will not be applied to the product between the product packing and unpacking; (2) the defective product is the product to which the electrostatic resistance strengthening measure was applied for the dx substrate which controls the sdi output. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Event description:
An olympus sales rep reported an out of box failure with the cv-190 during installation at the customer site. The sdi signals were not working and three different sdi cables were tested. There was no patient involvement.